Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 118 to 135mg/dl testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 175mg/dl and 189mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 02/26/2018 an open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 118 to 135 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 175 mg/dl and 189 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/26/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.